Event description:
I have used sunbeam electric heating pads irregularly for the past 4 years to relive backaches. Approximately 3 months ago I noticed a deep red skin discoloration on my lower back and consulted my local doctor's office as to the cause. I was told the heating pad had in all likelihood caused this condition called "erythema abigne". Since then the discoloration has turned to a light tan color but still remains. I am having a followup visit to my doctor's office tomorrow to have this all-rechecked and looked at. From what I have read on the net, there is the chance of skin cancer developing in some cases.